Manufacturer narrative:
It has been determined that the device associated with this complaint of rupture is not PMA approved. This record is no longer reportable to the FDA and will be un-reported. Additional, corrected and/or changed data: b.5, d.1, d.2, d.4, g.4, h.4.

Event description:
It has been determined that the device associated with this complaint of rupture is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.